Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of patient source interference for the sample received from the customer. The interference was related to alkaline phosphatase. In conclusion, the likely cause of the elevated troponin I results for patient 1 was determined to be patient source interference related to alkaline phosphatase. This medwatch report is related to MDR 2122870-2014-00130.

Event description:
The customer reported non-reproducible, false positive troponin I (access accutni) results, for two patients, involving the access accutni used in conjunction with the access 2 immunoassay system. This report is two of two referencing the event date noted. The false positive results were released from the laboratory. As a result, the patient was given heparin and transferred to an alternate facility overnight. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer retested the patient's sample on an alternate methodology and obtained a negative result, within the normal reference range of the assay. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The samples were filtered and all testing was performed from an insert cup. Quality control (qc), performed prior to and after the event, was within the laboratory's established ranges. No system issues were noted. The customer supplied beckman coulter with the patients' samples for further analysis.